Event description:
It was reported that after an arthroscopic shoulder procedure using a super turbovac 90 icw wand, while the patient was in recovery it was discovered that the patient had sustained a small blister on the right shoulder. The patient was kept overnight in case this was the result of a drug interaction. No further patient complications have been reported as a result of this event.